Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During a procedure to remove a femoral nail on (B)(6) 2012, the bolt on the extractor broke. Surgeon was having difficulty removing the competitors nail. All pieces were retrieved from the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. Portion of the flared tip broken off. The broken off part is available. Due to the damage the dimensions which are relevant for this breakage cannot be checked anymore. The DHR review shows that the device met the specification at the time of manufacturing in 2001. The extraction bolt was sold in (B)(4) of 2002. Since it is up to the hospital to decide if they re-use this instrument, it is unclear how frequent it was used. The extraction bolts are only to be used on synthes products and the description states it was not. Due to the low occurrence rate and incorrect use of the instrument, there does not seem to be an apparent design issue. The design risk assessment is adequate for the intended use.